Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device was detected with upstream occlusion. Evaluation sent the device to flow lines for ultrasonic sensor us occlusion, downstream occlusion and ultrasonic sensor us air testing which all passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor calibration out of specification. The processor board and shielding required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device was detected with upstream occlusion. No additional information is available.